Manufacturer narrative:
E1 initial reporter address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.